Event description:
Device issue: none. Adverse event: shortness of breath, atrial flutter, placement of defibrillator. Onset of adverse event: approximately 11 days after the procedure. It was reported that approximately eleven days post an uneventful distal left anterior descending artery (lad) stenting procedure, the patient experienced shortness of breath and atrial flutter and was hospitalized. On (B) (6) 2010, a defibrillator was implanted. The patient's status is unknown. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.